Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported.